Manufacturer narrative:
(B)(4). Additional information: it was reported the patient was diagnosed with peritonitis ¿about a week or so ago" (date unspecified). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further as the patient disconnected from the homechoice in order to go to the bathroom and failed to cap the lines. As a result, the patient was treated prophylactically with unknown antibiotics (doses, frequencies, and routes note reported). It was reported that the prophylactic antibiotics did not work and the home patient subsequently experienced peritonitis and was hospitalized for the event for five days. On an unreported date, during hospitalization, the patient began treatment for the peritonitis with unknown antibiotics (routes, frequencies, and durations unknown). After discharge from the hospital, the patient was treated intraperitoneally with unknown antibiotics for ten days (doses not reported). At the time of this report, the patient was recovering from the peritonitis event. It was not reported if pd therapy was ongoing. No additional information is available.